Event description:
It was reported to philips that the device would not acquire leads ECG. When the device was turned off and then turned back on, leads ECG was acquired. There was no negative pt impact.

Manufacturer narrative:
(B0(4). A follow-up report will be submitted upon completion of the investigation.